Manufacturer narrative:
On october 04, 2023, the mentor analysis lab received the suspect medical device for evaluation. Pathology paperwork received with the device indicated that the left breast implant was observed to have a gray-white, cloudy appearance. On november 02, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view extending to the posterior view. In addition, a tear was noted on the posterior view within the crease/fold measuring approximately 0.4 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 17, 2023, mentor received the following additional information. After consulting with a medical professional, the patient was diagnosed with a deflated left breast implant and bilateral baker grade iii capsular contracture of the breasts. As an event was reported for the contralateral side, another file was generated to document the event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-09967 for the contralateral event. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 69-year-old caucasian hispanic/latino female patient underwent a primary breast augmentation surgery with implantation of a 325cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient reported her left breast implant broke and appeared flatter. A consultation with a medical professional has been conducted in addition to mammogram imaging. As a result, the patient underwent is scheduled for removal on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation date of explantation: august 28, 2023 manufacturer¿s reference number: (B)(4).